Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported that the fluid/air exchange was inactive during a treatment of retinal detachment. Calibration was performed and intraocular pressure (iop) control was fully operational during the first step of surgery with active infusion. Surgery could be completed with a direct exchange of decalin and silicone oil. Procedure took more time than usual. Patient would not have consequences. Additional information has been requested. This is one of two reports being filed for this facility. This report refers to the event that took place on (B)(6) 2016.